Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was damaged and could not be calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus could not be calibrated. The connection from the overlay to a printed circuit board (pcb) required a reseating. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.